Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation found that the power cord was damaged and the wires were exposed. The evaluation also found that the battery was not charging. The main pcb was replaced to address the battery charging issue. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was not charging. There was no patient injury reported as a result of this incident.